Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/2017. Checking your blood glucose 4 / page 36: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2018 with hyperglycemia. The patient¿s blood glucose levels were not reported. At the hospital, they placed him on an intravenous therapy of insulin and fluids. Upon review of the patient's omnipod personal diabetes manager (pdm), it was noticed that on (B)(6) 2018 at 12:23 pm there was a hazard alarm noted in the alarm history. The pod was worn between 36 and 48 hours on the arm.

Manufacturer narrative:
The returned device was evaluated and no pdm(personal diabetes manager) errors were seen in the data on the occurrence date or the day the pdm was last used. An unused pod was activated by the returned pdm. 5, 11, and 16 unit boluses were communicated to the pod and successfully logged in the pdm history records. No defects were observed with the pcba (printed circuit board assembly).